Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (time and date reset) issue. There was no allegation of an adverse event with this complaint. This complaint is being reported because the alleged time/date issue may result in the user running the incorrect basal segment leading to over or under delivery.